Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, a replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.